Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break and guide bend/ kink were confirmed based on the returned device condition. The reported device entrapment and difficulty retracting the plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported patient effects hemorrhage and tissue injury (vascular injury) are listed in the proglide instructions for use as potential complications associated with the use of suture-mediated closure devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported guide detachment and device entrapment appears to be related to downward force or torsional manipulation applied during use of the device. The reported patient effects of hemorrhage and tissue injury are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A conclusive cause for the reported patient effect of hypoxia, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Nah6: type of investigation code 4115 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly post procedure, following incomplete femoral closure with the two successfully pre-placed proglide sutures, a third proglide device was attempted; however, the plunger could not be removed. The lever was returned to its original position and the foot parked prior to device removal, however, the device could not be removed from the vessel. A surgical cut down was needed to retrieve the device. The device was kinked and broken, the device broke at the guide but was still held together by the actuator wire. Intubation and mechanical ventilation was implemented due to bleeding and impending hemorrhagic shock, use of cell saver and transfusion was needed. Angiography after surgical reconstruction with a patch showed complete hemostasis with no significant stenosis. There was a reported clinically significant delay in the procedure or therapy. The patient was admitted to intensive care unit but fully recovered and was discharged home on day 5 after the procedure. No additional information was provided.